Event description:
Since the procedure, I have had on and off nausea, pain when having a bowel movement, heavy bleeding with large pieces of tissue, gas pain behind the belly button, changes in appetite, cramping which travels down the leg.